Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 54 mg/dl. The customer stated that past issue and had not treated. The customer was experiencing low blood glucose for (B)(6) 2015 47 mg/dl. The customer was unable to complete the troubleshooting. The customer stated that she has been getting lost sensor. The customer was advised to removed the transmitter so we could check ID on transmitter and that is when she had to get off the phone.